Event description:
The physician's manual for marathon says in order to terminate nips, press the sf1 key, but the programming screen says to terminate nips, press the programming key. There was no pt involved in this event.

Manufacturer narrative:
The device MFR date - this section is unk because the serial number remains unk.